Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a patient experienced a cardiac tamponade. During a pulsed field ablation (pfa) procedure to treat an atrial fibrillation a faradrive steerable sheath clear was selected for use. The physician used the faradrive sheath to gain transseptal access and mentioned that this process was complicated to perform due to patient's anatomy with a deviated heart. After obtaining the transseptal, the physician checked for effusion, and nothing was found. Then, the procedure was completed as usual with the farawave catheter. After the procedure closure, the patient was awakened, and the physician was informed of a pericardial effusion. A pericardial drainage was placed and the physician drained around 600 ml of fluid. Imaging was performed with a trans esophageal echography and confirmed that the aorta was damaged. The patient underwent two surgical interventions to repair the damage and is expected to fully recover from the event. The device is not expected to return as it was disposed.